Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2007 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was some ventricular oversensing which resulted in inappropriate non sustained ventricular tachycardia episodes. Technical services recommended to bring the patient in for evaluation and provided troubleshooting options. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2007 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was some ventricular oversensing which resulted in inappropriate non sustained ventricular tachycardia episodes. Technical services recommended to bring the patient in for evaluation and provided troubleshooting options. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that it was suspected that this right ventricular (rv) lead was fractured. Subsequently, the lead was explanted and replaced successfully. The device was also explanted due to therapy upgrade. No additional adverse patient effects were reported.